Event description:
A coroner contacted animas to report the patient's death and requested assistance to review the pump history. The official date of death was reported to be (B)(6) 2012; the coroner said that the suspected date of death based on autopsy was (B)(6) 2012. The autopsy and toxicology results are pending and cause of death is unknown at this time. The reporter stated that the request to review the pump came from an undisclosed party and that this party claimed that "the patient had a problem with the pump." Additionally the reporter stated that the patient had medical issues but would not elaborate. When the pump was discovered there was no power according to the reporter. A new battery was inserted and the reporter reviewed the pump with customer technical support with the following findings: the cause of the power loss was discovered to be an unconfirmed empty cartridge alarm and a repetitive auto-off alarm that drained the battery of power. The prime history indicated that the pump was primed twice on the morning of (B)(6) 2012. Cts explained that these priming events could represent change of cartridge and infusion set replacement. The basal and bolus settings could not be confirmed as correct but appeared to be within a normal range for an adult. The basal and bolus delivery history showed amounts that appeared correct based on the pump settings; cts conclude that there was no evidence of either over- or under-delivery of insulin. The last blood glucose reading on the meter remote was confirmed to be 178mg/dl on the morning of (B)(6) 2012. The readings on (B)(6) 2012, were between 130mg/dl and 170mg/dl. It was said that someone spoke to the patient around midnight on (B)(6) 2012, but this information could not be confirmed. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's demise.

Manufacturer narrative:
At this time, the coroner was unwilling to return the pump to the animas facility for testing. Additional information is expected from the results of the autopsy and toxicology results. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.